Event description:
It was reported that surgical intervention was undertaken to revise this right atrial (ra) lead for an unspecified reason. Available information indicates that this lead was repositioned and remains implanted and in service. No additional adverse patient effects were reported. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted.